Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 32 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer after the hospitalization is using her pump and manual injections for boluses. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not present during the call. The insulin pump will not be returned for analysis.